Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: d2-product code was updated from dze to nha. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: catalog number, lot number, expiration date and unique device identifier (UDI) number were updated. G3: date received by manufacturer was updated. G4: PMA/510(k) number was updated. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that in a follow up with the patient, it was noted that the abutment was loose to the point that the screws were dislodged and broken, preventing forceful locking and resulting in failure of the implant, therefore removing it. Tooth site #16 (fdi).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided d10: tsvb16, impl tapered scr-v sbm 3. 7mm 3.5mm 16mm/lot number-63718877 g4: PMA/510(k) number not available. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: product availability updated to no. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 4114 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 63850241. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63850241 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification and torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.